Event description:
Pt undergoing percutaneous tenotomy tenex bone procedure on r [right] supraspinatus and infraspinatus. During procedure, noted device stopped cutting. It was removed and examined and inner lumen no longer visible. Unable to see fragment within shoulder. Procedure stopped and patient sent to ed for imaging. Imaging revealed small, retained fragment of inner lumen of tenex micro tip. Physician ordered for CT scan of r shoulder and f/u [follow up] with shoulder surgeon. At this time, patient electing non-surgical management. Will evaluate pain and consider surgical removal if needed in future. Manufacturer response for tenex bone microtip, tx-bone microtip (per site reporter) manufacturer will pick up device on [date redacted] for evaluation. Rep stated that the tx-bone does break sometimes.